Event description:
The customer reported being hospitalized for high blood glucose of more than 300mg/dl. The customer stated that he received no delivery alarms. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. Advised the customer to discontinue use of the device and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.